Event description:
It was reported the core wire was not attached in prep and st segment elevation occurred post deployment. A left atrial appendage closure (laac) procedure was being performed on a patient under general anesthesia. A baseline effusion was noted prior to the procedure. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During preparation of the wds, while pulling back on deployment knob, it was noted that the core wire was not attached to device. The tech screwed it back in and restarted prep of device. The wds was advanced and deployed in the laa. St segment elevation was noted as the physician was checking the position of the closure device. A recapture was completed, and the patient was monitored until st segment elevation resolved. There was no air visualized in the patient. There was no intervention performed. The baseline effusion did not increase in size. The closure device was successfully implanted in the laa. The physician suspected air may have gotten in during the exchange of multiple wires, but nothing was visualized in the patient. There were no further complications, and the patient was discharged.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.